Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding and was not able to clear failed battery test. Customer's blood glucose was unknown. Customer reported that insulin pump was submerged in the shower in the past.